Event description:
A technician was severely cut by the edge of the lp positioner. This cut required first aid and several stitches.

Event description:
Event happened during company mfg process. A pt was not involved.